Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183630.

Event description:
Voluntary medwatch received states that the patient died. The patient had a right atrial (ra) lead implanted. No further information was provided.